Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, instrument channel, air/water channel and auxiliary channel of the device. In the evaluation of oekg the following was confirmed, leakage from the bending section rubber. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for enterococcus feaces (100cfu/100ml). The user facility reported that the subject device had a minimal leakage at the bending section. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report. Leakage of the bending section. Angle was out of specification. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.